Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16902517/17007741.s